Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip part got detached. During a peripheral leg case, a imager ii angiographic catheter diagnostic catheter was selected to approach the target lesion. The physician encounter resistance while loading the device over the wire on the sterile field. However, the physician continue to push the catheter and a yellow "tip shaper" exited proximal end of the catheter. The device was never use inside the body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device did not have any damage and no foreign matter was seen or located. A .014 amplatz guidewire was inserted into the device and the wire traveled through the lumen with no hesitation or restriction. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign matter was noted and not tip separation as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was noted and not tip separation as previously reported.